Event description:
Customer reported pump stating "waiting to connect". The pump was unusable. One device was received for evaluation. The evaluation confirmed the reported problem of "waiting to connect" displayed on the screen. During evaluation, the technician attempted complete configuration and received "communication error" after 8 bars completed of software write. It was found that the downstream occlusion ribbon cable was not connected and there was a loose screw on the cpu most likely caused by internal tampering. Further evaluation found the cpu is defective. After repair, the device was found to meet specification.